Event description:
A caller reported that the pump battery was depleting too quickly, leading to a shutdown of the pump. The shutdown caused the customer's blood glucose level to exceed 500 mg/dl, although the exact highest value was unknown and only displayed as "high." To address the high blood glucose level, the customer administered a correction bolus via the pump once it was powered back on. The customer reverted to an alternative method of insulin therapy.